Manufacturer narrative:
One catheter was returned for evaluation. The catheter ran cco on vigilance ii monitor for 5 minutes with no error messages. The thermistor was submerged in a 36.9c water bath and read 36.8c. Thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. Resistance value of the thermal filament circuit measured within specifications. The thermal filament connector was opened and no visible inconsistencies were found. Catheter passed in-vitro calibration on the vigilance ii monitor and also passed transmission and cross-talk testing. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All through lumens were patent without any leakage. No visible damage to the catheter body or returned syringe was observed. No visible inconsistencies were observed inside the thermal filament connector. The lead wires were found to be caught at the bond area of the thermistor connector but did not cause any interruption to the thermistor circuit. Balloon inflation testing was performed using the returned syringe with 1.5cc air. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of cco measurement issue could not be confirmed during the evaluation. No evidence of a manufacturing nonconformance was noted. It could not be determined if procedural factors or device handling may have contributed to the event reported. No actions will be taken at this time.

Event description:
It was reported that "cco value was indicated just over 1 liter, where the expected value was 3 to 4 liters in the beginning of use. The measurement started to run properly in the end." The sample of tracing was not available. There was no occlusion, leakage or kink noted in the catheter. It is unknown if the error message was observed or not. No patient injury was reported.